Event description:
Reporter alleged that the plastic of the inform base unit was melted. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.